Event description:
Caller reported a cgm error and received assistance from technical support. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset, and the caller successfully started their sensor session without further issues.